Event description:
It was reported that on (B)(6) 2024, a 14mm amplatzer vascular plug ii was chosen for implant to close a patent ductus arteriosus (pda) using an 8f amplatzer torqvue delivery system. The patient was in sinus rhythm during procedure. The aortic ampulla was 12mm, and the pulmonary ampulla was 5.8mm. The measurements were obtained via fluoroscopy. During the procedure, only fluoroscopy was used. A stability check was performed prior to release of the device. There was no difficulty implanting the device. Approximately 8 hours after implantation, the device embolized from the implant site and travelled to the pulmonary branch. The patient was emergently taken to procedure room to successfully remove the device via transcatheter snare on (B)(6) 2024. An attempt was made to extract the embolized device towards the pulmonary trunk, and it was successfully removed. The physician believed that the cause of the embolization was that the ductus was larger than what was visualized on fluoroscopy. The patient did not experience any adverse clinical signs or symptoms. The patient was reported as stable.

Manufacturer narrative:
An event of a device embolizing and travelling to the pulmonary branch was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported event could not conclusively be determined but could be due to miss-sizing. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 14mm amplatzer vascular plug ii was chosen for implant to close a patent ductus arteriosus (pda) using an 8f amplatzer torqvue delivery system. The patient was in sinus rhythm during procedure. The aortic ampulla was 12mm, and the pulmonary ampulla was 5.8mm. The measurements were obtained via fluoroscopy. During the procedure, only fluoroscopy was used. A stability check was performed prior to release of the device. There was no difficulty implanting the device. Approximately 8 hours after implantation, the device embolized from the implant site and travelled to the pulmonary branch. The patient was emergently taken to procedure room to successfully remove the device via transcatheter snare on (B)(6) 2024. The physician believed that the cause of the embolization was that the ductus was larger than what was visualized on fluoroscopy. The patient did not experience any adverse clinical signs or symptoms. The patient was reported as stable.